Event description:
During a colostomy procedure, the surgeon was doing a closure of the colostomy using a purse string on both proximal and distal ends of the anastomosis. After the first firing of the instrument the surgeon examined the donuts and found that the distal ring was incomplete. He then had to convert to a lar by stapling with a tx stapler, and resected with a cautery. The excised donut demonstrated open staples with a hole in the staple line. A second instrument was used to complete anastomosis. The ring was complete but thin.